Event description:
During a coronary drug eluting stenting treatment procedure, the delivery system became stuck on the guide wire while withdrawing. The physician had direct stented a lesion in the ostium of the rca with a taxus express2 8.8% 3.50 x 12 mm drug eluting stent. Upon withdrawal of the delivery system, however, he noted that the balloon became stuck on the bmw guide wire. The physician pulled the stent delivery system, guide wire, and guide catheter out as one unit with no complications. When the stent delivery system was examined, a piece of "silicone-type material" was found at the tip of the balloon. No pt injuries or complications were reported; the pt is in satisfactory/good condition.